Event description:
It was reported that a patient underwent an unknown procedure with plate implantation. At an unknown time post-op, it was discovered that the patient had pressure on the esophagus, a revision was done and the plate was removed. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the breakage of one tip of the locking cap (the locking cap still connected to the plate) is consistent with load applied by one of the screw (probably the screw back-out as described in the event). The breakage of the locking cap (the locking cap "disconnected" to the plate) seems to be related to the sterilization process step after the revision surgery as described in the event description. However, the root cause of the breakage is unclear and cannot be determined with the provided information. No deviation or non-conformance has been recorded for the plate with lot number w04b2753.